Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: visual inspectional the generator shows no outward damages. End of line testing (tests that are performed following MFR) was performed, and the results were compared to the end of line test results that were archived prior to release of the device following mfg. There were no deviations of spec and results noted. The device operates as intended.

Event description:
Country of complaint: (B)(4). Does not completely seal blood vessel.